Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 168 cm (66") appx 2.4 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, nanoclave¿ 4-way stopcock (red ring), rotating luer where the customer reported that leaked during patient infusion of parenteral nutrition was administered. The customer stated that at 7 a.m. At the time shift change, observation of a leak at the level of the screw thread between the yellow ICU tubing and the start of the manifold. The customer stated that this is a risk for infection, risk of gas embolism. The device and the infusion were changed. The event happened when the device was put in place. The treatment was not fully administered. No loss of blood. The medication did not come in contact with the patient and healthcare provider. No visible default on the device before use. No tear, no hole, no cut noticed. The lot number is unknown because the packaging was not preserved. The customer further stated that there were no clinical consequences for the patient. No adverse event/human harm. No need of medical intervention. Nobody was harmed.

Manufacturer narrative:
Received one (1) used 011-am3106 pur yellow smallbore extension set for inspection. Dried up fluid residuals were observed in the threads of the male luer at the connection of the female luer of the tubing. Examination of the bond appeared that the female luer was not fully inserted. The set was leak tested per product specifications. There was no leakage. The reported complaint can be confirmed based on the fluid residuals observed in the threads. The probable cause of the leakage is due to an incomplete insertion during manual assembly, lot history review could not be conducted because no lot number(s) was/were identified.